Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of hospitalization ranged from 336 to 600+ mg/dl. Customer's current blood glucose level was 118 mg/dl. Customer reported that she had two infusion sets with bent cannulas. Customer was wearing the insulin pump at the time of hospitalization. Customer was taken off the insulin pump after being admitted to the hospital. Educator removed the site and discovered that it was really kinked. Product is not being returned or replaced.